Event description:
It was reported by the customer that a pyxis medbank system had an issue in the patient data were patient medication not on profile. When trying to issue medication. They reported that the user was unable to remove the medication and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that to add med to the patient profile. A technical service engineer logged into application and medication was not added to patient profile, later they stated to call pharmacy and pharmacy will send medication. The system functioned as intended.